Event description:
Foley catheter was found to be leaking from drainage tubing at approximately 0500. When flushed with sterile saline the foley catheter drainage tubing leaked from circular area next to sample port. Drainage tubing was removed and new drainage tubing placed that did not leak when flushed. Suspected defect in product.